Event description:
It was reported that during a percutaneous coronary intervention procedure a guide wire fracture and myocardial infarction occurred. The target lesion was located in the moderately tortuous left anterior descending artery (lad). A 185cm pt2 guide wire was placed in the lad and a non bsc guide wire placed in the diagonal. The pci was successfully performed, however during withdrawal the tip of the pt2 guide wire sheared off inside the patient's anatomy and remained. The detached pt2 guide wire tip occluded the wrap around section of the lad feeding the inferior wall. The patient sustained an inferior stemi. Two days post procedure at a different facility, an attempt to remove the detached piece of the pt2 guide wire was unsuccessful. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).